Event description:
The recipient is reportedly experiencing pain and tinnitus. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. On (B)(6) 2017, the recipient was prescribed antibiotics. On (B)(6) 2017, the recipient was prescribed another round of antibiotics. The recipient elected to cease device use.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed device use. The recipient is doing well. This is the final report.